Event description:
Boston scientific received information that this pacemaker exhibited elective replacement time (ert) within the last month after only three years and four months since implant. Device output was also high due to high pacing threshold of the right ventricular (rv) lead. Boston scientific technical services (ts) confirmed that the exact date when the ert was tripped was unknown. However, the pacemaker¿s magnet rate was 90 the month prior and the latest at 85. The device was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). This product was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.